Event description:
The customer reported oil mist coming from their unit. One employee reported a headache, irritation of the nasal passages, and a runny nose. Attempted to follow-up with the customer regarding whether or not the employee saw a doctor and received treatment, but the customer was not available. The asp field service engineer repaired the unit.